Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer called and stated that she received recurring rack rotor alarms on the instrument. Alarms included a rotor error, rack recovery error, and a rack movement error. The alarms occurred 3 times during the day. The customer performed a rack reset and also tried shutting down and rebooting the analyzer. The customer inspected the last racks that she had to remove from the rotor and no visual defects were seen with these. The field service representative determined that the rack rotor sensors were dirty. He cleaned dust and debris from the rotor mechanism. He spliced a cut and burned wire on the cable bundle with connectors j171 and j278. He ran racks through the system with diagnostic checks. No failures were seen. The system was found to be operational.

Manufacturer narrative:
A specific root cause could not be determined based on information provided. After investigating pictures of the affected wiring, it was determined that cable routing had been done according to the original installation procedure. The routing changed with the introduction of module shipments in 2008. With the age of the system it can not be confirmed that a shipment error caused this observation.

Manufacturer narrative:
The field service representative did not know what caused the wires to cut and burn. He states that he found the issue while troubleshooting a different problem. He states that the wires wrap around a metal frame and that vibration may have possibly caused the issue.